Manufacturer narrative:
Investigation completed 6/07/17. Method: -device history review: -trend analysis; -failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2013 ¿ sept. Service history review: service history provided by service center in trackwise was reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿monitor broken¿ in the search criteria. The review encompassed dates 29-may-16 to 29-may-17. There was only one complaint which contained the search criteria. Additionally, the review verified that this complaint is the second complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: (B)(4).. The product was returned to the service centre for failure analysis evaluation which verified the complaint as valid due to a defective battery. Conclusion: the evaluation verified the complaint as valid; the cause of the complaint issue was identified as a defective battery. The cause of the defective battery was not determined.

Event description:
It was reported that the unit was broken. There was no patient injury. Additional information has been requested.